Event description:
Pt was revised. It is believed the insert was replaced routinely but the revision occurred as a result of osteoarthritis of the patells. There is no information to indicate that the revision was device related.